Event description:
It was reported that the video system center displayed error code e333 (touch panel communication failure). The issue occurred during preparation for use. The therapeutic procedure was completed using the same set of equipment and there was no report of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, because the reportable issue was not reproduced, the possible cause of the event could not be determined. There were no abnormalities found in the returned subject device. However, the reported issue may occur even under normal conditions. A definitive root cause of the customer¿s allegation could not be determined. Olympus will continue to monitor the field performance of this device.